Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5145443 and mw5145444 diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2023. It was reported that an unspecified malfunction occurred. Approximately on (B)(6) 2023, the patient experienced an unspecified issue. The parent said the reason her son was at the hospital and had been in the intensive care unit (ICU) with diabetic ketoacidosis (dka) was because the continuous glucose monitor (cgm) ¿was continuously failing.¿ the patient used an insulin pump in combination with the cgm. Several days before the event the patient had contacted tech support to request additional supplies. It was not known what method of blood glucose (bg) monitoring the patient was using when he was admitted, or the time period between the sensor failure and the trip to the hospital. He was not wearing a sensor upon arrival at the hospital on (B)(6) 2023. No symptoms or treatment details were specified. In a follow up call by a tech support representative on (B)(6) 2023 the parent said the patient had been transferred out of ICU. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.